Event description:
It was reported that wireless telemetry was lost while in a programming session either after the point where the programmer recognized the wireless signal or also would occur during a sensing threshold test. A different programmer had to be used to complete the session. It was also reported the programmer will gain wireless telemetry, display patient name on the find patient screen and then telemetry is lost. The rf (radio frequency) head is not removed away from the patient. When wireless telemetry is accomplished and the user can go into a patient session, wireless telemetry can be lost during a sensing threshold test. Placing the rf head over the ICD (implantable cardioverter defibrillator) does not regain telemetry. The programmer has the power cycled and telemetry patient name is immediately displayed, as it should since the ICD has the wireless telemetry function active. It is noted the rf head had been replaced to make sure it wasn't the rf head causing telemetry loss. The programmer was returned for test, calibration, and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).